Event description:
"Report from customer states: the needles are not sharp, causing pain to client during use. Difficult to push the fluid through. See attachment section for initial email and complaint report from customer."